Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's ins was removed due to device failure/malfunction but the hcp did not have any further information and wanted to return the device. It was unknown whether patient recovered completely and no medical symptoms were reported. No further patient complications were reported/anticipated as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# j0306826v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type extension. Patient code (B)(4) applies to lead (lot# j0306826v) only. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the device failure/malfunction was the implantable neurostimulator (ins) reached end of service on (B)(6) 2017. After replacing the battery, the patient lacked a response so they were taken back into the operating room (or) and a new lead was placed on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# j0306826v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type extension. Should be adverse event <(>&<)> product problem but not product problem as initially indicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Hcp reported that patient had no sensation so new leads needed to be placed. With the new lead, patient felt sensation and issue was resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# j0306826v, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: lead. Product ID: 3095-10, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 (B)(4) showed no anomalies. There was no output/telemetry seen on the device and was determined to be at normal end-of-life (eol). If information is provided in the future, a supplemental report will be issued.